Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon triggered the aortic cutter on the aorta and fired the device by depressing the button. At which time, the audible sound from firing, the device was louder than normal. Upon inspection of the device, it was found that the aortic cutter had split open along the vertical side of the handle. No effects to the pt were experienced. The heartstring seal was further deployed and the case continued uninterrupted. The event date was reported as having occurred within the last two weeks. The lot number is unk. The product is not returned because the pt has (B)(6) and the staff did not want to risk contamination by holding onto the device. Upon f/u with the customer, it was reported that the casing was intact and the cutter would not come out. The product was discarded.